Manufacturer narrative:
H3, h6: the device was not returned for evaluation, therefore no evaluation has been performed. Documentation review. A review of the complaint history from date of manufacture for this product, has revealed a number of similar cases, no adverse trend or insight regarding the event has been observed. A review of escalation actions has revealed no open or closed actions within the scope of this case. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution in. There were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The risk management documentation for versajet has been reviewed to assess whether the alleged failure and associated harm has been anticipated. The event is anticipated within the risk files with no updates required. The probable cause remains unknown, factors may include a blocked evacuation orifice. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that during surgery (re-debridement of full thickness burns on the left leg), after an hour of use, the versajet exact assy, 45 degree x 14mm began to spray lots of water. The procedure couldn´t be completed and the patient required re-debridements more than once, so it didn¿t affect the patient¿s care in the long run. It is unknown the current status of the patient.